Event description:
The customer reported that after the system displayed one image, the live image was lost. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The gib battery was replaced. The system was then found to be operating as intended.